Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw (B)(4). The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal did not fold up and load into the deployment tube. It¿s stayed inside the prepping device when the deployment catheter was pulled out. This happened twice in the same case. A new device was used in the case was completed without further incident. There was no delay as the device was being prepped during the surgery in anticipation of needing to use it. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : from "(B)(4)" to "(B)(4)." The lot # 3000365060 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.